Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds, impedance over 3000 ohms and noise. The rv lead had a suspected fracture. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007; 4574 implantable pacing lead (B)(6) 2007. (B)(4).